Manufacturer narrative:
Device evaluation: the actual attachment device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was discovered that the device was not rotating properly. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that the "attachment would not work." The reporter was unable to determine the precise date of this event. It is unknown if there was any delay in surgery, patient harm, adverse outcome or injury. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.